Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All of the operating currents were within specification and the insulin pump passed the self test. No unexpected battery alarm was noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she woke up this morning and the pump was not on. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer tried replacing the battery but it still does not turn on. Customer stated that there was chipping where she tries to unscrew the battery cap. Customer stated that the pump was near the body but there was no moisture that she was aware of. Troubleshooting was performed but the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer later called back and stated that the pump started working now and was advised to keep the replacement pump and send the older pump back.